Event description:
At 17:00 3 cm forehead laceration extending to dermal layer. Let gel applied and wound was irrigated with normal saline. Dermabond applied as directed. Pt returned to ER the next day. At 21:00 for dehiscence of wound. Mother noticed "oozing" from wound earlier that day. Dermabond removed from wound edges. Wound irrigated with normal saline and betadine. Dermabond re-applied without complications.